Manufacturer narrative:
Please see below the response sent to the customer. Thank you for informing us of your customer complaint where a carbon sterile sm15 blade broke in half during a nasal procedure and injured the patient's lip. The delay in issuing this report has been due to us waiting for further information to assist this investigation, but after an internal discussion and no further information has been received, we have decided to answer this complaint using the above lot number and the limited information we have received. With this blade breaking during use, we are obligated to report this to the relevant competent authorities as it falls into the category of an adverse incident. Unfortunately, it does state on the report that sample blades are not available for us to test, without sample blades we are unable to test the blade's heat treatment hardness to ensure this blade had been manufactured to the surgical blade standard bs 2982 of which we claim compliance. Using the above lot number, we can inform you that all in-process records have been checked for the relevant departments during the manufacturing process of these blades and no problems have been identified that could be connected to this complaint, we have also checked our history and to the best of our knowledge, we have received no further complaints of this nature of which 449,700 carbon sterile sm15blades were produced and sold on this lot number. We hope you will understand that it is difficult for us to comment further due to us receiving limited information and no sample blades to test. If the broken blade in question or any sample blades from the same shelf box or lot number were to become available and returned, we would be able to perform the relevant tests and issue you with a follow-up report detailing our findings. If we can be of any further assistance, please do not hesitate to contact us. We have been unable to establish the root cause of this broken blade complaint as we have received limited information and no sample blades for us to investigate. No corrective action is required as we have been unable to establish the root cause of this complaint due to receiving limited information and having no sample blades to investigate. No preventive action is required as we have been unable to establish the root cause of this complaint due to receiving limited information and having no sample blades to investigate.

Event description:
The following description was provided by healthcare facility. "A #15 knife blade in one of our packs broke in half when a surgeon made his incision. The surgery was a nasal procedure, and when the blade broke in half it caused an injury to the patients lip".